Manufacturer narrative:
Correction information was provided in h.11. Correction: FDA product problem code a051201 was removed. Additional information was provided in a.2.,a.3.a.,b.2.,b.3.,b.5.,b.6.,b.7.,d.1.,d.4.,d.6.a.,d.10.,e.4 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, patient experienced floaters at 6 weeks and grade 2 posterior capsule opacification (pco) at 3 months post-operative. It was also noticed that cartridge material adheres to posterior surface of lens requiring removal with irrigation and aspiration that can sometimes be difficult. Patient also had yttrium aluminum garnet (yag), lens and capsule polish procedures post-operatively.

Manufacturer narrative:
Additional information was provided in h.6 and h.11. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The lens remains implanted. Regarding the findings of pco, aco, phimosis, and iol rotation off axis with company lenses, an company director of global technical customer affairs consulted with the surgeon and provided information related to the reported events. Because these findings are related to clinical outcomes, review of complaints for the reported event types is the primary investigation focus to assess for potential concerns related to anterior/posterior capsule opacification, phimosis, and lens rotation. Information was also provided that because clinical outcomes are complex with numerous potentially associated clinical and surgical factors, additional information could be discussed with the account representative, including options such as a peer-to-peer communication service called expert opinion md, that company offers at no charge. Reports of these event types have remained low and stable, with intermittent reporting as expected, based on the potential multifactorial etiology. An additional global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient experienced with posterior capsule opacification (pco) and the iol was rotated. A grade 2 pco was identified after 3 months post-operative. The higher incidence of pco could be caused from the cartridges. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.